Event description:
A malfunction on a pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information, which the caller planned to complete independently upon returning with their charger. They indicated that they would contact support again if there were any further issues and preferred not to receive a follow-up.